Event description:
It was reported implanted neurostimulator felt like it was "turning off" with a return of incontinence symptoms. Device was implanted to help patient empty the bladder. It was later reported, the patient was successfully reprogrammed but still had problems with her device "cutting off" but patient was not turning off her device. Patient reported "doing okay when staying on the program."

Manufacturer narrative:
(B)(4).